Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly while the customer was asleep. The pump was able to be turned on by connecting it to a power source. The customer's blood glucose (bg) level was impacted (253 mg/dl). A correction bolus via the pump was delivered during the call with tandem technical support. It was indicated that the customer would continue to use the pump until the replacement pump was received.